Manufacturer narrative:
The insulin pump had unresponsive up and down buttons due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The device had cracked lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
Customer's father reported via phone call, the insulin pump was malfunctioning. Customer was attempting to enter the carbohydrates and the number continued to scroll up and was unable to get out of the screen to stop. The battery was replaced and the device alarmed battery out limit. Customer's blood glucose was 200 mg/dl. Customer's father didn't recall any significant event which may have caused the keypad. He was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.